Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on an unknown date a patient underwent the surgery with a short titanium trochanteric fixation nail system (tfn) to treat a hip fracture. During the procedure when surgeon tried to insert the distal locking screw it missed the nail. He removed the nail and reconnected the instruments but it continued to miss the nail. The surgeon finally inserted the screw with a freehand technique. The surgery was delayed for five (5) minutes due to the reported event. The procedure was successfully completed. No patient consequence reported. This report is for one (1) insertion handle f/trochanteric fixation nails. This is report 3 of 5 for complaint (B)(4).

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on an unknown date a patient underwent the surgery with a short titanium trochanteric fixation nail system (tfn) to treat a hip fracture. During the procedure when surgeon tried to insert the distal locking screw it missed the nail. He removed the nail and reconnected the instruments but it continued to miss the nail. The surgeon finally inserted the screw with a freehand technique. The surgery was delayed for five (5) minutes due to the reported event. The procedure was successfully completed. No patient consequence reported. This report is for one (1) insertion handle f/trochanteric fixation nails. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.